Event description:
A customer reported wearing a pod for 8 hours. Upon activating the pod his blood glucose (bg) was 111 mg/dl. All day his bg was ¿normal". Sometime after 4:30pm he mowed his lawn and afterwards his bg read ¿high¿ (> 500 mg/dl). He stated the ¿adhesive was wet¿ and the cannula may have ¿dislodged itself from his skin.¿ he removed the pod and discarded it. No product will be returned for evaluation.

Manufacturer narrative:
No product was returned for evaluation ¿ we are unable to determine any malfunction or defect that may have caused or contributed to the customer¿s ¿high¿ bgs. A dislodged cannula would result in interrupted insulin delivery and may lead to increased blood glucose. A lab evaluation of the device would not be able to confirm that the cannula had become dislodged from the customer's¿s skin and therefore no conclusion can be drawn. The omnipod¿s user guide warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ lot qualification records were reviewed and found to have met all acceptance criteria.